Manufacturer narrative:
No device malfunction alleged. Device was explanted and wound repaired to promote healing. Infection was likely secondary to the wound dehiscence due to the surgeon's statement that the dehiscence was caused by skin breakdown and there were no sterility issues indicated by the DHR review and the culture showed no infection.

Event description:
Sterile wound dehiscence history: (B)(6) 2012 - initial implant, no related issues. (B)(6) 2012 - activation. (B)(6) 2012 - fitting. (B)(6) 2013 - fitting. (B)(6) 2014 - fitting. (B)(6) 2017 - battery check. (B)(6) 2017 - normal battery change. (B)(6) 2018 - patient's spouse contacted envoy medical to notify us that the patient's incision has opened up. No infection present. (B)(6) 2018 - explant surgery to remove esteem system. A culture was taken to check for infection.